Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the initializing screen was observed on the display. The receiver case was opened for further evaluation. An interior inspection was performed and testing resulted in the device not turning on. The reported event of an initializing screen without a manual restart was confirmed. The root cause was determined to be a defective u5 component in the pcba.